Event description:
MFR's rep reported second occurrence of refill difficulty, with slight volume discrepancy. The pt has reported an increase in pain. The expected reservoir volume (erv)=8.8ml, and the actual reservoir volume (arv)=13ml. The pump reservoir was refilled with 40ml of the same medications: morphine 40mg/ml, and clonidine 300mcg/ml, programmed to infuse 12.5mg/day morphine and 93.75mcg/day clonidine via simple continuous mode. Aspirate from the reservoir was reported to be yellow in color. At the previous refill resistance was encountered when filling the reservoir with drug, the physician aspirated the volume of drug instilled, and filled and aspirated the reservoir with 10ml of saline, without difficulty, or resistance. Following, they were able to refill 35ml into the reservoir with noted difficulty and resistance. Expected reservoir volume (erv)=1.4ml, and the actual reservoir volume (arv)=1.2ml. Troubleshooting options are being considered by hcp. The next reservoir refill is schedueld for 2/07, and the hcp will follow up with MFR to report new or additional findings, and pt status. A follow up report will be sent when new info is received.